Event description:
Additional information was received via the (B)(6) on (B)(6) 2011. The committee agreed to arc (peri-procedure pci) and it was reported that peri-procedural mi was listed as one of the discharge diagnoses. The ECG core lab reported no new major st-t abnormalities and no q waves. This was previously reported as elevated cardiac enzymes.

Manufacturer narrative:
As reported via the cypress study, a patient experienced elevated cardiac enzymes after the index procedure. Past medical history includes angina, previous pci to non-target lesion, family history of coronary artery disease, hyperlipidemia, hypertension, st elevated myocardial infarction, pvd/claudication, allergy to sulfa drugs. At the time of the index procedure, the patient had stenosis in two lesions. The indication for the procedure was unstable angina pectoris. The mid left anterior descending (lad) lesion was 18mm in length, de novo, 70% stenosed, and class b1. Pre-procedure timi flow was 2 and the reference vessel was 2.5mm in diameter. A 2.5 x 23mm cypher rx was implanted by direct stenting. The lesion was not post-dilated and there was no residual stenosis. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. Post procedure was timi 3 flow. The first diagonal lesion was 80% stenosed, de novo, 14mm in length and class b1. The reference vessel was 2.5mm in diameter. A 2.5 x 18mm cypher rx was implanted at 9atm by direct stenting and was post-dilated per standard procedure with a 2.5 x 12mm balloon at 8atm. Pre-procedure ck was 54 (uln 308) and ckmb was 3.22 (uln 4.9). The ck peaked at 142, ckmb at 17.81, and troponin at 0.142 (uln 0.01) post-procedure. The patient was observed overnight, but there were no EKG changes or cardiac events reported. The patient was discharged approximately two days after the procedure. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase. Based on the information provided, there are possible patient, vessel and procedure factors that may have contributed to this event. There is no indication that the event was related to a manufacturing issue, therefore, no corrective action will be taken. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00102 and 3003742446-2011-00103.

Manufacturer narrative:
Updated complaint conclusion: additional information was received via the cec adjudication minutes. The committee agreed to arc (peri-procedure pci) to be related to the procedure and to the device. As reported via the (B)(4) study, a patient experienced elevated cardiac enzymes after the index procedure. Past medical history includes angina, previous pci to non-target lesion, family history of coronary artery disease, hyperlipidemia, hypertension, st elevated myocardial infarction, pvd/claudication, allergy to sulfa drugs. At the time of the index procedure, the patient had stenosis in two lesions. The indication for the procedure was unstable angina pectoris. The mid left anterior descending (lad) lesion was 18mm in length, de novo, 70% stenosed, and class b1. Pre-procedure timi flow was 2 and the reference vessel was 2.5mm in diameter. A 2.5 x 23mm cypher rx was implanted by direct stenting. The lesion was not post-dilated and there was no residual stenosis. Cypher is indicated for use in lesions judged to be amenable to complete inflation of an angioplasty balloon. Post procedure was timi 3 flow. The first diagonal lesion was 80% stenosed, de novo, 14mm in length and class b1. The reference vessel was 2.5mm in diameter. A 2.5 x 18mm cypher rx was implanted at 9atm by direct stenting and was post-dilated per standard procedure with a 2.5 x 12mm balloon at 8atm. Pre-procedure ck was 54 (uln 308) and ckmb was 3.22 (uln 4.9). The ck peaked at 142, ckmb at 17.81, and troponin at 0.142 (uln 0.01) post-procedure. The patient was observed overnight, but there were no EKG changes or cardiac events reported. The patient was discharged approximately two days after the procedure. At the time of the one month follow-up the patient reported experienced stable angina; however, clinical circumstances of the angina were unknown and no testing or treatment was reported. Fifteen months after the index procedure the patient experienced restenosis of the first posterio-lateral branch of the right coronary artery, a non-target vessel. The index procedure stents were noted to be patent. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed for both devices and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This is an inherit risk of the procedure. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase which can lead to a diagnosis of peri-procedural myocardial infarction. Pci of lesions located next to a coronary bifurcation almost inevitably causes plaque redistribution in the side branches. Common techniques to prevent plaque shifting during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. Based on the information provided, there are possible vessel characteristics (bifurcation) and procedural factors (direct stenting) that may have contributed to this event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00102 and 3003742446-2011-00103.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00102 and 3003742446-2011-00103.

Manufacturer narrative:
Concomitant medications and devices: 2.5 x 23mm cypher rx, metoprolol 12.5mg daily since (B)(6) 2009, zocor 40mg daily since (B)(6) 2009, lisinopril 2.5mg daily since (B)(6) 2009, aspirin 81mg daily since (B)(6) 2009, angiomax 75mg intravenously during procedure, clopidogrel 75mg since (B)(6) 2009. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00102 and 3003742446-2011-00103. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the (B)(4) study, a patient experienced elevated cardiac enzymes after the index procedure. At the time of the index procedure, the patient had treatment of two lesions. The indication for the procedure was unstable angina pectoris. The mid left anterior descending (lad) lesion was 18mm in length, de novo, 70% stenosed, and class b1. Pre-procedure timi flow was 2, and the reference vessel was 2.5mm in diameter. A 2.5 x 23mm cypher rx was implanted by direct stenting. The lesion was not post-dilated and there was no residual stenosis. Post procedure was timi 3 flow. The first diagonal lesion was 80% stenosed, de novo, 14mm in length and class b1. The reference vessel was 2.5mm in diameter. A 2.5 x 18mm cypher rx was implanted at 9atm by direct stenting and was post-dilated per standard procedure with a 2.5 x 12mm balloon at 8atm. Pre-procedure ck was 54 (uln 308) and ckmb was 3.22 (uln 4.9). The ck peaked at 142, ckmb at 17.81, and troponin at 0.142 (uln 0.01) post-procedure. The patient was observed overnight, but there were no EKG changes or cardiac events reported. The patient was discharged approximately two days after the procedure. The stents were noted to be patent approximately 15 months after the index procedure.